Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with right radiculopathy. The investigator noted the event as moderate in intensity. Physician ordered an MRI which showed no recurrent disc herniation. The physician referred the pt to physiatry for treatment. It is unknown if the condition resolved as the pt was lost to follow-up, no further data available. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible cause for the event.